Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent crimping was found defective. The lesion being treated was located in the non tortuous, 80% stenosed circumflex artery. The vessel diameter was reported as 3.5 mm. Before putting the taxus express2 3.50 x 16 mm drug eluting stent into the guiding catheter, outside the body, the stent was found to not be properly crimped to the balloon. The procedure was completed with another of the same device. No pt complications were reported.